Manufacturer narrative:
Two devices were returned for evaluation. Neither device corresponds to the product reported under this complaint. It has been confirmed that there are no allegations against this device; therefore, no subsequent reports will be submitted. The event has been documented under 9616099-2019-03018 and 9616099-2019-03127.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two tempo catheters (cath tempo 4f ber ii 65cm, cath tempo 4f mp a1 (I) 65cm, cath tempo 4f ber ii 65cm) became separated while being used with a non-cordis liver and biopsy set. The separated segments migrated to the lung arteries and were snared/retrieved using an unknown device. The devices were clinically used and will be returned for analysis. Three different cordis packages were returned with only two cordis catheters. It is unknown which lot corresponds with which catheter. The device did not kink in the area of separation. The device separated approximately 2.5cm and 2.3cm from the distal end.